Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On (B)(6) 2022, customer reported 15 false positive results across 12 patients at their site between (B)(6) 2022. Customer's site uses two readers sn (B)(4) with cartridge lots 16401b, 16091i, and 16331c. This MDR is to document the false positive results obtained for patient 2. (B)(6) 2022: two false positive results where obtained when testing with the cue covid-19 test for home and over the counter (otc) use (sn (B)(4). Confirmatory pcr tested performed by the hospital provided a negative result (brand and date performed not provided). No symptoms reported.